Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned fore valuation. No defect was detected. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-20: user's test strip had poor storage note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results obtained of 50 mg/dl. The customer¿s expected am fasting blood glucose test result is 90 mg/dl and expected pm non-fasting blood glucose test result before bed is 90-110 mg/dl. At the time of the call the customer feels well and did not report any symptoms. Customer stated when she obtained the result of 50 mg/dl fasting, she was anxious and could not sleep. Customer stated that she had drank a (B)(6) after she obtained the result of 50 mg/dl. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification in the and is stored in the bathroom. Customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(6).